Event description:
It was reported that the patient was vomiting and was admitted to the hospital. The company rep confirmed that the patient was going to follow-up with the physician who implanted her device. Further information is being requested from the hcp.